Event description:
It was reported that during an unk procedure, the trocar was leaking air excessively. A competitor's device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.